Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential root cause of the reported event could be operator or machine error in withdrawing the catheter too fast during the slurry forms process due to which there are lumps and uneven coverage on the catheter surface, resulting in irritation during use. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter had bumps on the side. The patient felt irritation during use. No medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter had bumps on the side. The patient felt irritation during use. No medical intervention required.